Manufacturer narrative:
No patient was present for this event, so no patient demographics are applicable. A medtronic representative inspected the system on-site and found damage to the motion battery charger board. The part was replaced and the system tested as fully functional following replacement. Return of the damaged part has been requested, but it has not been received for analysis.

Event description:
A medtronic representative reported that one of the motion battery charger boards was not functioning properly, leading to incomplete battery charging. It is not known how this damage occurred. No patient was present when this was discovered. No further information is available at this time.

Manufacturer narrative:
Medtronic investigation of suspect motor battery charger finds that: visual inspection confirmed reported problem. There is a damaged component, bc2 on the board. Functional testing wasn't performed due to the physical condition of the board. Damaged pcba.